Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced an intermittent out of range signal. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: b5: describe event or problem - correction. G7: type of report h2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on tue sep 06 17:14:34 edt 2016 with MFR# 3004753838-2016-50315. The ack3 was received on tue sep 06 17:14:34 edt 2016 with coreid: ci1473196077794.191628@fdsuv08651_te1.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range was confirmed. The root cause was determined to be a defective transmitter.